Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. Is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2015 a caller reported that her mother's adc blood glucose meter "sometimes does not show the results of the tests, the meter turns off before the test is finished." As a result of this issue, the caller reported on an unspecified date her mother experienced a "hypo", with symptoms of "weakness, confusion." The customer presented to her health care provider, and a reading of 41 mg/dl was reported from an unspecified meter. The customer was diagnosed with hypoglycemia and given an injection of glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.